Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
In a randomized clinical study evaluating the performance of the duramax® tunneled hemodialysis catheter identified a case of catheter dislodgement. All devices were placed without technical difficulty or procedural complications. However, the dm catheter group exhibited a disproportionately higher rate of dislodgement compared to the comparator device group, which had only one dislodgement, and that patient had a prior dislodgement history with a dm catheter. These dislodgement events required early catheter removal. This report is being submitted as a potential device malfunction that may lead to serious injury if the issue were to recur.